Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the reason for the "call your doctor" display is unknown to the rep. The patient has moved to a different state and the rep hasn't seen the patient in over a year. The patient texted the rep the complaint. The rep called the patient and informed that they made contact with a rep in (B)(4). The rep was not aware if the picture has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type programmer, non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s device was at end of service due to 3 overdischarges. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was seeing the "call your doctor" icon and power-on-reset (por) on their patient programmer (pp). Caller did not know if the patient had had a previous overdischarge or why the por occurred. Caller speculated the patient had not been using the neurostimulator (ins) and likely had a return of pain and now they wanted to start using the device again but was seeing por. It was unable to clear the pp. Caller stated they tried to walk patient through the clearing of a por over the phone but after pressing sync and navigator buttons and trying several times they were not able to move past the "call your doctor" screen. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they were unable to bypass the 29026 error screen. The rep was unable to recover the device, and the patient did not have effective therapy. The rep is scheduled to meet with the rep next week. No further complications were reported or anticipated.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator was implanted to help with his back pain, but it has never helped his back pain despite trying high frequency, low frequency, different pulse widths, and different pulse lengths. In (B)(6) 2018, he saw a symbol of a doctor on his implantable neurostimulator recharger and since then, the implantable neurostimulator is completely dead and he has not charged in months. He has been jump started twice in the health care provider¿s office, and he did it once on his own in (B)(6) 2018. At the time of the report, the patient was seeing an error code on both the implantable neurostimulator recharger and patient programmer. The patient feels that his equipment is nonfunctional right now. This has been occurring since (B)(6) 2018. The patient needs to get an MRI for issues that are unrelated to the device or therapy, and on the day of the report, the consumer reported that the patient programmer lights up and beeps, but nothing displays on the screen and he has changed the batteries. The patient wants his implantable neurostimulator removed, but his health care provider wants him to keep it. Additional information was received from a manufacturer representative regarding the patient. The manufacturer representative was doing a physician mode restart on the implant on (B)(6) 2018 due to a suspected overdischarge. The manufacturer representative saw the error code 29026 on the implantable neurostimulator recharger. It was suggested that the manufacturer representative try to charge the implant, and if that doesn¿t work then to try another implantable neurostimulator recharger. The patient might be on his third overdischarge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.